Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The customer's internal engineering team performed an initial evaluation of the device and was able to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device experienced a loss of connection between its defibrillation electrodes and the device itself, during a patient event. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no information was shared.

Event description:
The customer contacted physio-control to report that their device experienced a loss of connection between its defibrillation electrodes and the device itself, during a patient event. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no information was shared.

Manufacturer narrative:
The customer's internal engineering team confirmed that the reported issue was due to wear and tear of the quik-combo connecting cable and not the electrodes. After replacing the cable, the device was subsequently returned to the customer for use.